Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause was unknown. One 50cm nitinol guidewire was returned for investigation. The coil wire at the distal end of the guidewire was stretched over the core wire. The core wire extended 3cm from attachment point of the proximal end of the coil wire. The coil wire extended 2.2 cm from the distal end of the core wire. The weld tip and the distal end of the coil wire and core wire were missing. A microscopic examination of the core wire revealed material necking at the distal end of the wire, which is indicative of tensile (pulling) damage. This type of damage can occur if the guidewire is retracted against the needle bevel; however the exact cause was not determined. The instructions for use (IFU) state, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that while inserting the catheter into the patient's arm, the nurse anesthetist noticed that the guide was fraying. She therefore immediately removed the defective catheter and therefore used a new PICC line kit.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while inserting the catheter into the patient's arm, the nurse anesthetist noticed that the guide was fraying. She therefore immediately removed the defective catheter and therefore used a new PICC line kit.